Manufacturer narrative:
(B)(4). The event was reported to have occurred in (B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue main body of a minicap transfer set was cracked. No leak occurred. The patient used the transfer set for around a week. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: the actual device was not returned or evaluated. A photographic sample was returned instead. Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A gross visual inspection and microscopic inspection were performed and identified a cracked main body of the flow control barrel. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.